Event description:
Account alleged that the head was drifting.

Manufacturer narrative:
Account could not get the issue to repeat. Technician asked account to let the bed sit a few hours and if it did not drift to put the bed back in service. No problem was found and the bed is back in service. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.